Manufacturer narrative:
(B)(4).

Event description:
Information was reported by a healthcare professional (hcp) via a company representative regarding a patient receiving lioresal (lot number cs2545 2000mcg/ml at 200 to 210 mcg/day). The indication for use was intractable spasticity and cerebral palsy. On (B)(6) 2016 the hcp was unable to aspirate the existing catheter during a pump replacement due to normal battery depletion. It was noted that the drug concentration remained constant and a back table prime was programmed and caller wanted to confirm the programming. No medical symptoms were reported. It was noted that patient had requested to have the catheter checked but the hcp did not want to do a dye study and would confirm catheter function during the surgery. The patient had good therapy prior to the case. The rep later reported that the cause of the inability to aspirate was unknown and they had not been provided any updates on if the situation had resolved. Further follow up was done to determine the patient's medical history, concomitant medications, cause of the event, and if the event was resolved.